Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the patient/layperson alleged that she was unable to code her onetouch ultra meter due to a battery display issue. The patient continued to take her usual oral meds, metformin, jenuvia, and glypizide. Allegedly, three days after the reported issue began, the patient was shaky, lightheaded and dizzy. The patient's blood glucose readings prior to this event were not known. The patient did not receive medical intervention. Unable to resolve the alleged issue, customer service replaced the meter. Unable to speak with the patient, the complaint is classified as an adverse event based upon the allegation that the patient had symptoms that can be associated with severe hypoglycemia after the reported issue began.